Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of the heater line of the homechoice cassette and a solution bag. This was noticed during prime of peritoneal dialysis therapy. There was no damaged noted and the connection was properly tightened. There was no patient injury or medical intervention associated with this event. No additional information is available.